Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval, the charger lcd screen was white. Further investigation found that there was liquid contamination within the charger, and all circuit boards needs to be replaced. The root cause of the contamination was likely a result of liquid ingress on the charger. The source of the liquid ingress could not be positively identified. No adverse event resulted from the defective battery charger. The pt received a replacement charger.

Event description:
A (B)(6) female pt contacted zoll lifecor customer support to report that when she plugs her battery pack, the screen is white. The pt was provided with a replacement charger.